Manufacturer narrative:
A service representative determined that the wash unit sometimes leaked. The rinse unit was checked and tubing was decontaminated with bleach. Dirt was observed in the blank tube and the tube was broken, causing leaks. Cuvettes were damaged due to mis-adjustment of the mixer. Wash pressures were adjusted, mixers were adjusted, and tubing was replaced. Precision studies were performed and were acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 and a second patient sample tested with ua2 uric acid ver.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a glucose value of 33 mg/dl, which repeated as 111 mg/dl. The second sample initially resulted in a uric acid value of 2.15 mg/dl, which repeated as 5.60 mg/dl. The glucose reagent lot number was 506164 and the uric acid reagent lot number was 521876. The reagent expiration dates were requested, but not provided.